Event description:
It was reported that a caller stated the user¿s blood glucose had been high throughout the day while using the ilet system, and basic troubleshooting and education were provided to change out supplies. Symptoms included hyperglycemia. Outcomes included no hospitalization, no emergency treatment, and no reported injury. Investigation included a review of the complaint details and provision of user education regarding infusion set and supply replacement. Investigation of this case revealed no device alarms and no confirmed device malfunction, with troubleshooting focused on potential infusion or supply issues. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.